Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a lead conductor fracture. Variable stimulus thresholds and increased pacing impedances were noted, and the patient received an inappropriate electrical shock. The patient no longer requires therapy from the implantable cardioverter defibrillator (ICD), therefore a new lead was not required. No additional adverse patient effects were reported.